Manufacturer narrative:
The production device history record (DHR) for this intra-aortic balloon pump (iabp) was not required to be reviewed per the company standard operating procedure since the device manufacture date is greater than one year from the event date. A getinge service territory manager (stm) reported that while servicing the iabp he found the display to be missing several pixels. The stm replaced the display and performed a system check. All tests passed. The iabp was then cleared for clinical use and returned to the customer.

Event description:
It was reported that the cs300 intra-aortic balloon pump (iabp) had a display related issue. It was not reported under what circumstances the event occurred. However, no patient involvement or adverse event was reported.